Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock impedance measuring 129 ohms. It was noted that impedances have been measuring between 90-110 ohms. Additionally, the right atrial (ra) had a similar rise and subsequent reduction at the same time. Technical services suspects it could be related to a physiologic issue. The physician will continue to monitor at this time. The rv and non-boston scientific ra lead remains in service. No adverse patient effects were reported.